Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph was provided for investigation. Upon evaluation of the photograph, the item number was observed on the package along with the lot number and expiration date. No definitive conclusions were able to be made. It was determined the photograph did not provide sufficient evidence of the reported concern. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 3: we've had several instances over the last week of chemo pumps patients wear to take home leaking due to faulty bungs. We are quite sure of the cause, as the bung isn't leaking when the patient is on the unit with us, but happening when they go home with the pump attached for a 48 hour period. No injury reported.